Event description:
It was reported that during retrieval of the clot in the m1 and m2 segment, as the physician pulling back the solitaire that has mobilized clot around the terminus, the stent detached in the ica terminus. The physician then used a guidewire to push the stent into the m1 and m2 segment. Post CT scan, the patient was fine and subsequently expired due to respiratory/ cardiopulmonary complication. The cause of death was not related to the solitaire stent.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).